Manufacturer narrative:
Additional information: manufacturer narrative: the customer reported the rns (remote network system or remote monitoring system) was making a grinding sound and then went dead. The device was evaluated and the reported problem was duplicated. It was confirmed that the unit does not boot up when power on (blank display). Ac line is good, power cable is good, and unit power switch is good and main swith is on the on position. The customer identified the cause of the malfunction. A replacement module or component was sent to the customer to resolve the issue. Based on the information provided at the time of the event assessment, there is no indication that was a patient injury or a reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported the rns (remote network system or remote monitoring system) was making a grinding sound and then went dead.